Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system host pc had a memory failure. The philips engineer planned to resolve the issue in the preventive maintenance. The same issue reoccurred after few months in which the philips field service engineer (fse) reseated the host pc memory. After reseating of the host pc memory system was back in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system host pc failed. A memory two failure is suspected, but this cannot be confirmed at this time. No harm has been reported.